Manufacturer narrative:
After receiving this complaint, we searched for other complaints and found none on the lot number: 8296948. Checking the quality databases revealed one non-conformity in relation to the described defect and a corrective and preventive action is ongoing. On may 22th we received one sample. We observed that the balloon was tore all around the catheter but, no missing part. On july 15th we received subcontractor's investigation, the probably root cause of this issue was a defect with raw material for balloon component. Similar case study was performed over last four year based on item number: ab6320 defect: balloon burst. 10 similar cases was found. We estimate the incident of in-situ balloon burst following inflation of the x-flow prostatic catheter ref. (B)(4) requiring significant prolonged procedure to remove fragments (all of them could not be retrieved), we assume by cystoscopy, represents a clinical risk of urinary tract infection (especially if some fragments remain in the bladder) and risk of urethral injury.

Event description:
According to available information, this device burst during use. The device was injected with 45ml of water and the balloon burst into several pieces, some of which could not be extracted. The patient was put under surveillance there are no consequences to date.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.